Manufacturer narrative:
A ge rep evaluated the sys and calibrated the collimator. Sys operates as intended. (B) (4).

Event description:
The customer reported the collimator shutter will not open. No pt injury was reported.